Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer called to report both high and low blood glucose (bg) readings. The events involved product(s) 78893-01,mmt-342g,mmt-441ak,mmt-1884. For the high blood glucose event, the customer (type 1 value is 183 mg/dl after experiencing unexplained high events for more than four hours. Treatment was provided by the customer¿s immediate family member with administering a bolus. Treatment for hypoglycemia consisted of consuming glucose and carb intake. Troubleshooting was performed and the pump was in use with 48 hrs and the auto mode/smartguard feature active during the low event. There was no pump damage, no alarms, and no exposure to changes in air pressure. The customer declined further troubleshooting for both events, as they were past occurrences. No further patient complications were reported. No product replacement or return is required for 78893-01,mmt-342g,mmt-441ak,mmt-1884.